Manufacturer narrative:
Evaluation summary: the reported defect of tip detached was confirmed. The balloon latex proximal and distal windings have been pulled off the catheter tip and a closer examination found that a 1.2cm section of the catheter tip has broken off and none of the detached components were returned. This condition may occur if the maximum recommended pull force has been exceeded. The maximum pull force is 1.5 lbs (per dfu). A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
During an embolectomy of the superficial femoral artery the tip detached from the catheter. The physician performed a cut down to retrieve the tip. The patient is doing fine.